Event description:
It was reported that the patient was charging more than expected. The recharge interval was calculated and appeared to be appropriate or at least close. Starting about a month prior to the report, the patient had been having to charge 6 hours at a time, twice a day to get to 75%. The patient had two devices and only one of them was giving the patient recharging issues. The patient¿s recharge stats from the clinician programmer were typical coupling of 4 boxes, typical duration of 0.9 hours and typical interval of 0.3 days. The patient always got 4 coupling boxes. The patient noted that before a month prior to the report they were charging every other day when the device got to 50%. A recharge interval calculation found that based on the patient¿s settings and their impedance values for their programs and the battery recharge frequency seemed at least reasonably close. The patient was reprogrammed two weeks prior to the report. The patients group impedances were: a1 ¿ 1970 ohms a2 ¿ 254 ohms a3 - <(><<)>99 ohms and their settings were: program 1: 2+ 2-, 5.85v, 450pw, 90 hz program 2: 2- 3+, 5.3v, 450 pw, 90 hz program 3: 1- 2+, 5.35v, 450 pw, 90 hz (8-, 9+, 13+) the estimated recharge interval was roughly between 1.2-1.5 days. It was noted that about two weeks prior to the report electrode 13 showed >10,000 when on the reference electrode. It was further reported that the patient was reprogrammed with 2 programs instead of 3 in an attempt to improve the charging interval. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was receiving effective therapy.